Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed the balloon to contain moderate amounts of dried blood. The sds was returned with the stent no longer present, as it was deployed. Functional testing was performed by inflating the balloon with water via an indeflator. Upon inflation, a pinhole-type leak source was noted, 2.4 cm proximal to the distal tip. Electron optical analysis was performed on balloon leak site revealing evidence of external surface abrasions intersecting and adjacent to the pinhole tear edges. The origin of the surface abrasions could not be determined, but they appear to have been an initiation point for the pinhole tear. The damage to the product does not appear to be related to the MFR of the device, as each unit is tested for its functional integrity during the crimping process.